Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that an atrial lead alert was triggered for low pacing impedance on the right atrial (ra) lead. It was noted that the atrial lead "had chronically stable impedance values" just out of specification. Sensing and threshold values remain within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. The analyst indicated that atrial lead pacing impedance was stable at 250 ohms dating back to at least (B)(6) 2014. A lead polarity switch occurred on (B)(6) 2013. The analyst also indicated that an atrial impedance at device implant of 292 ohms was noted with a lifetime minimum of 211 ohms and approximately 40% of paces were low impedance/short circuit paces.